Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros crea result was obtained from a patient sample when processed using a vitros 5600 system. The likely cause of the event is the incorrect positioning of the sample metering proboscis on a vitros 5600 system that was not detected, causing erroneous results to be obtained for a patient sample. Due to hardware reliability issue (i.e. X- drive assembly coupling used for sample metering assembly) and its associated adjustment, the sample metering proboscis may not dispense sample fluid in the correct location. When this condition occurs, vitros 5600 analyzer codes te1-504, 594 are produced by the vitros 5600, however, the vitros 5600 analyzer¿s sample dispense pressure profile does not detect the malfunction. Therefore, believable, erroneous results are reported by the vitros 5600 analyzer. The FDA (B)(4) district office was notified of this issue on 17 august 2018. Refer to report number 1319681 08/17/2018 001 c.

Event description:
A retrospective review of complaint data for investigation (B)(4) identified an event which occurred on (B)(6) 2018 involving the presence of te1-504 condition codes associated with a higher than expected vitros crea result when using a vitros 5600 integrated system. Vitros crea patient sample result of 5.4 mg/dl vs. The expected result of 0.28 mg/dl. The likely cause of the event is the incorrect positioning of the sample metering proboscis on a vitros 5600 system that was not detected, causing erroneous results to be obtained for a patient sample. The lower than expected results were not reported outside of the laboratory and there was no reported allegation of patient harm as a result of this event. However, if the erroneous results are not detected or questioned by a physician, the erroneous results could lead to inappropriate intervention with the potential for serious injury to the patient. The higher than expected vitros crea result was not reported outside of the laboratory. Ortho was not made aware of any allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics (ortho). (B)(4).